Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. G4: PMA/510(k) number not available. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient came to us with a screw broken off in the implant at tooth site #29. Attempted to retrieve the broken screw on two occasions and then scheduled with the rep to assist with no success. The patient had the implant removed along with bone graft.